Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent empty cartridge alarms occurred. There was no reported adverse impact to customer's blood glucose level. Customer's blood glucose ranged from 315-350 mg/dl. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.